Event description:
In 2009, the pt reported that her infusion tubing became disconnected at the adapter resulting in elevated blood glucose of 400 mg/dl. She stated that this had occurred 5-6 times over the last 2 years. She changed her infusion tubing and was able to lower her blood glucose to her target range of 70-130 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.